Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation. (B)(4).

Event description:
It was clarified that the patient has not undergone a revision surgery yet due to the allergic reaction.

Event description:
It was reported a patient had a total knee replacement surgery and had a revision due to an allergic reaction.